Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger will not charge a battery) was due to q1 on the bedside board being internally shorted. There was also corrosion found on the battery board. The root cause of the shorted q1 was unable to be positively identified. The root cause for the corrosion was ingress of an unknown liquid lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.